Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to return the faulty pump using a pre-paid label within 10 days, switch to multiple daily injections (mdi) as a backup therapy, and place the pump in storage mode. A replacement pump was sent by technical support.